Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received crack on drive support cap on insulin pump. The customer¿s blood glucose level was 129 mg/dl. The customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly noted. Device received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. Device passed displacement test.